Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range impedance measurements via a remote monitoring system. All other lead measurements are stable and within range. The physician is aware of this one low measurement and will continue to monitor the lead for now. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.